Manufacturer narrative:
The field service engineer (fse) noted the fluid leak (wbc bath overflow) was caused by pinch valve lv14 not functioning properly. The fse replaced pinch valve lv14 resolved the fluid overflow. While onsite and incidental to the bath overflow, the fse replaced pinch lv15 and the waste pump peristaltic tubing and flushed out the waste line. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported low white blood cell (wbc), red blood cell (rbc), and hemoglobin (hgb) results for one patient and several milliliters of fluid overflowed from the wbc bath onto the counter involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The erroneous patient results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.